Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed under local anesthesia on (B)(6) 2022. The patient received the spaceoar placement after low dose rate (ldr) brachytherapy treatment. Post spaceoar placement procedure an allergic reaction was reported, the patient went into a temporary state of shock also reported as anaphylactic shock. The patient's condition was reported as stable. It was also reported that the cause of the adverse event is not related to spaceoar. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).